Event description:
The customer reported that the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that the serial digital interface 1, serial digital interface 2 terminals were damaged by static electricity being charged leading to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found poor serial digital interface (sdi) terminal video output due to a bad printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had no video output upon initial delivery and installation at the hospital. The issue was observed during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event.